Event description:
The system 5 sagittal saw was sent for eval because the decorative screw came out and the saw fell apart during processing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The decorative screw may unthread due to the vibration of the handpiece during normal use. The screw can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the screw to loosen over time.